Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis in (B)(6) 2019. It was also reported that the customer had issue regarding sensor and insulin pump. It was unknown if the insulin pump was on auto mode at the time of the incident. Customer declined trouble shooting for the issue. The insulin pump will not be returned for analysis.